Event description:
A falsely depressed cyclosporin a result was reported on a patient sample. The sample was repeated and a higher result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed cyclosporin a result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed cyclosporin a result was user error. The operator did not enter the dilution factor of 3 for the diluted specimen. The instrument is performing within specifications. No further evaluation of the device is required.